Manufacturer narrative:
Medical device expiration date: na. (B)(4) investigation summary: samples were received and an investigation was performed. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint for needle missing on lot # 9301561. Investigation summary: customer returned (1) 1/2cc, 6mm, 31g relion syringe in an open poly bag from lot # 9301561. Customer states that the needle was missing from one syringe. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9301561. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). (B)(6) 2020, (B)(4) received a photo complaint from material #328520 and lot #9301561; syringe 0.5ml 31ga 6mm. Initial evaluation: examination of the photo indicates that the needle assembly unit was not attached to the printed barrel. There did not appear to be any damage to the tip of the barrel, core pin damage, or damage to the syringe. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 9301561 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled from 02dec2019 thru 04dec2020 at the assembly operation. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every hour: needle assembly not fully seated or improperly seated on barrel tip: hub to barrel gap measurement (pin gauge used when deviation is suspected), visual inspection every hour: missing component, visual inspection every hour: damaged / defective components, functional inspection every 2 hours: hub removal force, if a defect is found during an inspection a quality notification is initiated maintenance dispatch (l2l) was reviewed, and no dispatches were created from 02dec2019 to 04dec2020 that would cause the needle assembly unit to become unattached. Root cause: root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect.

Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: material no. 328520 batch no. 9301561. Consumer reported finding 1 syringe when removed needle shield needle was missing. Date of event: (B)(6) 2020.